Manufacturer narrative:
(B)(4).

Event description:
It was noted that the patient was in pain and at one point couldn't get their stimulation to turn off.

Manufacturer narrative:
Concomitant products: product ID 74002, lot# n209765, implanted: (B)(6) 2009, product type adapter; product ID 3998, lot# j0357389v, implanted: (B)(6) 2004, product type lead; product ID 748966, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748966, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced surging, shocking, and jolting sensations. It was further reported the patient¿s ¿therapy was not working as expected¿ and that she had ¿lost stimulation in her legs.¿ the symptoms were reported to have occurred after the patient was ¿assaulted by a coworker¿ on (B)(6) 2013. The exact nature of the assault was unknown at the time of report. It was reported the patient¿s physician took x-rays and ¿determined the implantable neurostimulator (ins) was not running correctly.¿ it was noted the patient¿s ins was turned off at the time of report and that the patient was ¿still getting the shocking sensation.¿ additional information stated the x-rays ¿showed no issues or movement of the leads.¿it was noted the ¿impedances were all within range, except one electrode.¿ the lone electrode was noted to have not been part of the patient¿s programming. It was reported the patient felt stimulation ¿in a different area from the past.¿ it was stated the patient and her physician had decided ¿to not revise her system.¿